Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported that when a button is pressed, the display on the insulin pump becomes black and then slowly gets clear. Customer is unable to access the menu. Blood glucose value was 90 mg/dl. The customer had reverted to the backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self test. The pump was monitored and no black display was noted. The pump was received with minor scratches on the lcd window.